Manufacturer narrative:
The complaint investigation for falsely elevated alinity I stat high sensitivity troponin-I results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, and labeling review. Additionally, in-house testing was also completed. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. A ticket search by lot indicates that the reagent lot performs as expected for this product. A review of the complaint trending report did not identify any trends for the issue for the product. A review of the device history record did not identify any non-conformances or deviations with the lot number 56255ud00 and complaint issue. An accuracy testing was completed using panels which mimic patient samples with an in-house retained reagent kit of lot 56255ud00 and the calibrator lot 53309ud00 stored at the recommended storage condition. All specifications were met indicating that the complaint lot is performing acceptably. A review of labeling was performed and found to sufficiently address the customer's issue. Based on this investigation, no systemic issue or deficiency with the alinity I stat high sensitivity troponin-I, reagent lot 56255ud00 was identified.

Event description:
The customer observed falsely elevated alinity I stat high sensitivity troponin-I results for four patients. The samples were repeated and the results were normal. The following data was provided: customer¿s normal range: 0 to 5 ng/l (B)(6) 2023 sid (B)(6) initial result = 64.19 ng/l; repeat result = 3.27 ng/l (B)(6) 2023 sid (B)(6) initial result = 54.13 ng/l; repeat result = 3.91 ng/l (B)(6) 2024 sid (B)(6) initial result = 33.09 ng/l; repeat result = < 2.7 ng/l (B)(6) 2024 sid (B)(6) initial result = 120.81 ng/l; repeat result = < 2.7 ng/l. The customer stated the patients (sids (B)(6)) were held in the emergency for two hours for a follow up troponin testing. There was no impact to patient management reported.

Manufacturer narrative:
Section a1 - patient identifier: sids = (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I stat high sensitivity troponin-I results for four patients. The samples were repeated and the results were normal. The following data was provided: customer¿s normal range: 0 to 5 ng/l 19dec2023 sid (B)(6) initial result = 64.19 ng/l; repeat result = 3.27 ng/l. 27dec2023 sid (B)(6) initial result = 54.13 ng/l; repeat result = 3.91 ng/l. 02jan2024 sid (B)(6) initial result = 33.09 ng/l; repeat result = < 2.7 ng/l. 10jan2024 sid (B)(6) initial result = 120.81 ng/l; repeat result = < 2.7 ng/l. The customer stated the patients (sids (B)(6)) were held in the emergency for two hours for a follow up troponin testing. There was no impact to patient management reported.